Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the (B)(4) sheath via the pt¿s left femoral artery. The md could not advance the iab through the sheath. As a result, the iab-06840-u was removed from the sheath and the (B)(4) sheath remained in the pt. A new iab was prepped and inserted through the sheath without issue. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a 15 minute delay/interruption in intra-aortic balloon pump (iabp) therapy. The pt outcome is listed as good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.